Event description:
It was reported that an intravascular ultrasound (ivus) catheter was being used to image the patient¿s right coronary artery (rca) when the patient began to experience chest pain. The procedure was aborted. The chest pain resolved on its own after the catheter was withdrawn from the patient. The patient's condition is reported to be ¿ok¿.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode. The product code could not be downloaded due to battery voltage at end-of-life (eol). After replacing the battery, the device functioned normally.